Event description:
Ligasure just quit working. A new secure ligasure had to be opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for ligasure sealer, (brand not provided) (per site reporter). Failure product to be picked up by the rep.